Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced a cardiac arrest following ventricular tachycardia (vt) and had to be resuscitated. Some of the vt episodes were detected according to programming and therapy was delivered to return the patient to sinus rhythm. The episodes which fell outside of the programmed parameters in the monitor zone were not followed by therapy. The device operated correctly according to programming and no malfunction was suspected on the device. Abbott technical support was contacted and recommended reprogramming, which was performed to more accurately diagnose and treat arrhythmias. The patient was stable.